Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2020] channel: enterococcus faecalis (50 cfu/100ml), enterococcus faecium (50 cfu/100ml) [second time; (B)(6) 2020] channel: enterococcus faecalis (7 cfu/100ml) [third time; (B)(6) 2020] no microbes the device had been reprocessed with an olympus automated endoscope reprocessor model etd double (not available in the USA). During precleaning the device, the user used sekusept and olympus single use brushes. There was no report of infection associated with this report.